Event description:
It was reported that the patient received five shocks for what clinicians deemed appropriate detection, but with each episode beginning with a vsp (ventricular safety pacing) event. It was noted that on the same day but prior to the shocks, the patient had received a flu shot and had taken codeine. The physician turned off vsp and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2012; 3058 implantable neuro generator, (B)(6) 2011; 3093-33 implantable neuro lead, (B)(6) 2011; 3037 neuro programmer. (B)(4).